Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks. Right heart failure is known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). Right heart failure may occur at longer post implant intervals. The etiology of late right heart failure may be a progression of chronic heart disease such as coronary artery disease and/or right ventricular infarction. The IFU addresses guidelines for optimal patient management. Clinical and patient factors including comorbidities are possible contributors to the events. There is no evidence to suggest a relationship to any device performance or manufacturing issues. All relevant and available information was provided at the time of the complaint report, therefore no attempts for additional information are required at this time. With review of the available information there is no indication of any device malfunction or performance issues related to the event. Although a definitive root cause cannot be determined, patient comorbidities are likely to have contributed to the event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that the vad coordinator during routine patient updates had the patient admitted from the clinic for repeated low flow alarms. Tte showed that the patient's av was closed on all beats and had worsening rv dysfunction. Of note, this patient has been on home milrinone for several months with a life vest in place. The patient's home milrinone was increased to 0.375mcg and her antihypertensive regiment was adjusted as well. The patient was discharged home on (B)(6) 2015 and to date is doing well with a decrease in low flow alarms noted in follow-up clinic visits. No additional information provided.